Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had worn a sensor for most of the day. When sensor was taken out, it was found that cannula was missing. It was also found that sensors were expired due to customer not wearing sensors often due to cost. Customer was advised that sensor would be replaced one time only. Customer's blood glucose was unknown.